Event description:
It was reported that during engineering evaluation it was discovered that the motor device had "temperature above the specification". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and discovered that the device "temperature above the specification".  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear from use and servicing.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.